Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported poor imaging is related to procedural conditions (poor image quality related to probe and machine). The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A ntw clip was prepared, introduced and grasped per the instructions for use (IFU). Imaging was poor during case and both the probe and machine were changed out due to image quality. Once changed out and ntw grasped per IFU, full assessment of the clip was performed two times and confirmed to have a good tissue bridge and leaflet insertion. It was deployed per IFU and once deployed, it was noted on tee to have detached from the posterior leaflet. The leaflet was examined and it did not appear to have torn. At this time, a second ntw clip was prepared, introduced, and grasped per IFU just lateral to the first clip. Full assessment of leaflet insertion performed per IFU and clip was successfully deployed. Mr was reduced to grade 2-3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.